Event description:
Reportedly, during a follow-up performed on (B)(6) 2016, it was not possible to interrogate the subject device with the programmer. The subject device was explanted on (B)(6) 2016 and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed the reported behaviour and the root cause is a blockage of the inductive telemetry due to some interferences.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2016, it was not possible to interrogate the subject device with the programmer. The subject device was explanted on (B)(6) 2016 and will be returned for analysis.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2016, it was not possible to interrogate the subject device with the programmer. The subject device was explanted on (B)(6) 2016 and will be returned for analysis.